Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm513.2, -9.50/1.5/089 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) /2018. The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as user error.